Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this emdr is being submitted to include the below: d4: unique identifier (UDI) h6: investigation results under imdrf cause investigation code, imdrf investigation findings, imdrf cause conclusions h10: investigation summary returned sample evaluation: there is a photograph associated with this case and in this, the reported defect can be seen. No unused returned sample was received. Conclusion summary of the related event: a complaint search performed in database system, by manufacturing date for the ¿starter hole off center or misaligned¿ failure mode for automation tooling systems (ats#1 and ats#2) manufacturing lines shows a decreasing trend from (B)(6) 2019 to date (cut off (B)(6), 2020). Based on the preliminary investigation, the most probable cause for the cases related to manufacturing process in the automation tooling systems (ats#1 and ats#2) manufacturing lines is related to machine condition. As part of the nonconformance report (ncr), actions were taken for this failure mode, which were the main factors for the reduction in the quantity of complaints per month. In addition, the root cause investigations (rci¿s) were carried out and actions were taken for the off-center failure mode in the convex two (2) piece (ostomy) and convex two (2) piece (wct) bulks manufacturing lines. Furthermore, a nonconformance search was performed in database system, from 2018 to (B)(6), 2020, for the ¿starter hole off center or misaligned¿ failure mode for automation tooling systems (ats#1 and ats#2) manufacturing lines and as a result, no events related to this malfunction were found. Moreover, the following quality and manufacturing controls are currently in place in the automation tooling systems (ats#1 and ats#2), according to the product instructions and test methods, which contribute directly to the detection activities: ¿ manufacturing process instructions (procedure instruction (pi)21-130 - ats1 assembly and packaging / procedure instruction (pi)21-122 - ast2 assembly and packaging) 1. Visual inspection to completed product 100% of units 2. Testing and inspection log ¿ dimensional verification and visual inspection looking for collar concentricity 6 samples at the beginning of the batch and each 1 hour ¿ quality test methods (test method¿ visual nonconformities laminated adhesive products / test method ¿ pouch nonconformities) a quality notification was given to the quality and manufacturing personnel of the automation tooling systems (ats#1 and ats#2), convex two (2) piece (ostomy) and convex two (2) piece (wct) manufacturing lines, to make them aware of the new complaints received for this failure mode. For everything explained above, no additional actions are required. The investigation associated with related event has been approved and is complete. No additional action is required, and this complaint will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: (B)(4). Manufacturing site: (B)(4).

Manufacturer narrative:
(B)(6).   Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported that " the starter hole is off center." No harm reported, as the product was not used by or on the patient. Photos depicting the reported complaint issue were provided by the complainant.